Event description:
The target lesion was (aha2~3) mid-distal (rca) right coronary artery. The lesion was an (isr) instent restenosis of a (bms) bare metal stent (driver), chronic total occlusion, heavily calcified and highly tortuous lesion. There was 100% stenosis. Femoral approach was chosen for the procedure. Initially, pre-dilation was conducted with a bc (unspecified) and cypher bx (2.5/28mm) was implanted at (aha3~4) distal rca to (pda) posterior descending artery. Then cypher select + (3.0x28mm: complaint product) was delivered to the target lesion, but there was difficulty crossing the lesion due to the calcification. Therefore, pre-dilation with a (bc) balloon catheter (unspecified) was conducted several times and anchor balloon technique was used, but the cypher select + would not cross over the distal portion of the target lesion. When the physician was trying to deliver the cypher select + and pulled it back a little, it was confirmed that the stent to be misaligned a little on the (sds) stent delivery system towards the distal portion, i.e. The distal edge of the stent was moving to the distal tip of the sds.

Manufacturer narrative:
It was also confirmed the proximal edge of the stent to be flared. To prevent stent dislodgement, the cypher select + was implanted at the proximal portion of the target lesion where the stent was located. To finish the procedure, a des (promus; 3.0x28mm) was delivered with difficulty and was implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. After removal of the sds, no other damages were noticed. All available information was reported. Additional information will be submitted within 30 days of receipt.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 368 mg/dl and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
During treatment of a mid-distal right coronary artery (rca) lesion, the 3.0x28mm cypher select plus stent (cjb28300) would not cross over the lesion. It was then noted that the stent was dislodged distally on the balloon with proximal stent flaring. To prevent dislodgment, the device was implanted at the proximal portion of the target lesion where the stent was located. The procedure was completed with implantation of a noncordis stent at the target lesion without patient injury. The target lesion in the male of unknown age was an in-stent restenosis of a noncordis driver bare metal stent; reported as a 100% chronic total occlusion, heavily calcified and highly tortuous. A femoral approach was utilized. Pre-dilation was conducted with an unknown balloon catheter and a 2.5x28mm cypher bx was implanted at the distal rca to posterior descending artery (pda). The 3.0x28mm cypher select plus was then delivered to the target lesion, but there was difficulty crossing the lesion due to the calcification. Therefore, pre-dilation with an unknown balloon catheter was conducted several times and an anchor balloon technique was used, but the cypher select + would not cross over the distal portion of the target lesion. When the physician was trying to deliver the cypher select plus and pulled it back a little, it was confirmed that the stent was misaligned a little on the sds, towards the distal portion; i.e. The distal edge of the stent was moving to the distal tip of the sds. It was also confirmed the proximal edge of the stent was flared. To prevent stent dislodgement, the cypher select plus was implanted at the proximal portion of the target lesion where the stent was located. To finish the procedure, a 3.0x28mm promus drug eluting stent was delivered with difficulty and was implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. Difficulty crossing a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection; and as reported by the physician was due to the calcification. These vessel characteristics and manipulation in an attempt to cross the lesion appear to have contributed to the off-set position and uplifted struts resulting in the decision to implant the stent more proximally than intended. The stent remains implanted and the delivery system was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092444 and ubd lot 15092448 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Fpi and process monitoring for crossing profile and stent retention test results were reviewed and no anomalies were found. With review of the clinical information, it appears that procedural factors contributed to the reported event. Based on this and the device history record review, there is no indication that the events are related to the device manufacturing process; therefore, no corrective actions will be taken.